Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported having difficulty charging. The patient reported getting poor communication. The patient reported seeing the reposition antenna screen on the recharger. The patient reported that they tried to charge the implant on the day of the report. The patient reported that the last time they successful charged was 11-12 days ago. The patient reported not being able to communicate to the ins with the programmer. The antenna was repositioned over the ins and the issue didn¿t resolve. The patient reported that he had an appointment with his healthcare provider in 3 weeks. No complications reported.